Event description:
It was reported that the patient with this pacemaker system underwent a biopsy and while electrocautery was used, they felt a zap. Patient stated they had to go their clinic to have their device reset. The patient stated the nurse said the electrocautery interacted with their pacemaker. No further details are available at this time. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.